Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump screen got damaged. It was stated that the insulin pump screen had the black ink on it. The troubleshooting was performed for damage. Customer stated that they can not read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank white lcd due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank white lcd. Device received with missing segments due to cracked lcd glass. P-cap/reservoir locked properly in place. Device received with minor scratches to the display window.